Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trustar coronary drug eluting stent, stent deformation occurred in vivo. The device was inspected prior to use with no issues noted. Negative prep was not performed. The stent failed to cross the lesion. The stent was reported damaged post removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. Upon return of the device it was confirmed stent was not on the balloon. The balloon folds were expanded and crimp impressions were not visible on the exposed balloon surface. The stent was returned in an expanded state. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.